Event description:
The report stated that the ventilator stopped cycling x 3 once on a pt

Manufacturer narrative:
The display pcb inspected and found a open wire on a ribbon cable. The 3-way solenoid inspection and found to operate correctly.